Manufacturer narrative:
The device was returned, and the evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, the camera head video connector was cracked. There were no reports of patient harm.

Event description:
The issue happened during inspection prior to a diagnostic cystoscopy. Per the follow up response ,it was conveyed "completed the task by replacing the camera head with another one" . There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on customer follow up response and the results of the legal manufacturer¿s final investigation. Please, see also corrected field under : e1-city: (B)(6). The device was returned to olympus for inspection and the reported failure was confirmed. In addition, device evaluation found flooding of cables, imaging section, and main body. Corrosion on the scope mounting was observed. A device history record (DHR) review revealed findings/no issues that could have caused or contributed to the reported issue. Based on the results of the investigation, the most probable cause was linked to the device but unable to trace more specifically. The most probable cause of flooding of cables, imaging section, and main body; and scope mount corrosion were also linked to the device but unable to trace more specifically. Olympus will continue to monitor field performance for this device.